Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter allegedly powers on showing faded print after inserting test strip with new batteries installed. The issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.